Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. After turning the pump back on, the pump indicated a data log corruption. Customer reported blood glucose (bg) level was high however a specific value and treatment was not provided. Reportedly the customer had manual injections as alternate insulin therapy.